Event description:
It was reported that the patient had pain in the ins site and the stimulation was painful. She had undergone pocket revision "a few" times. The stimulation was turned off due to the pain. The patient wanted the device explanted. The patient outcome is unknown. Further info is being requested from the hcp.